Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the pt can establish telemetry between the ipg and the charging system; however, the ipg will not charge. In addition, the pt is not able to turn the stimulation on. The lot and serial numbers for the ipg were not provided; therefore, no manufacturing or expiration date could be determined. The physician advised the ipg will be explanted and replaced but no surgery date has been determined at this time.